Manufacturer narrative:
The valve was patent and passed leakage as well as siphon testing. The device performance met all established specifications for pressure-flow and preimplantation testing. Therefore, the complaint could not be confirmed by laboratory personnel. However, the valve did not meet reflux testing requirements. A product dissection identified that reflux may be due to physical damage. No tears, occlusions or other flaws were noted on the catheters that were returned with the valve. A review of the manufacturing records showed no anomalies. All of our valves are 100% tested at the time of manufacture.

Event description:
During the operation, the shunt was placed in the patient, tested and failed.